Manufacturer narrative:
The customer¿s report that the tubing set spike broke off was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components visual inspection confirmed that the drip chamber spike was broken and separated from the set. Closer inspection of the break site did not see any evidence of tool marks or scratch marks. Functional testing was not performed due to the drip chamber spike break. The breakage was caused by an external impulse/impact force. The root cause of the external impulse/impact force was not identified.

Event description:
It was reported that rn was priming the tubing set with normal saline 1000ml, when the tubing set spike broke off. The customer stated that there was no patient involvement, however; it was further stated that the spike breaking off during the changing of the IV medication is a safety concern for the critically ill patient's who are inotrope dependent/sensitive.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse was priming the tubing set with normal saline 1000ml when the tubing set spike broke off. The customer stated that there was no patient involvement., however, it was further stated that the spike breaking off during the changing of the IV medication is a safety concern for the critically ill patient's who are inotrope dependent/sensitive.